Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. All available information indicates that the product remains implanted.

Event description:
Additional information received from the patient services indicates that the patient was a prospective patient and does not currently have any boston scientific devices. No adverse patient effects were reported.

Manufacturer narrative:
--